Manufacturer narrative:
Based on the current information provided, the cause of the pneumothorax cannot be determined. The physician reported that the pneumothorax was due to the target nodule's proximity to the pleura and associated with the underlying comorbid conditions. System logs were not available for review.

Event description:
It was reported that after an ion endoluminal lung biopsy procedure, the patient developed a pneumothorax which required chest tube placement and hospitalization. The target nodule was 1.5 centimeters in size and located in the left upper lobe on the mediastinum and the pleura. The procedure was completed as planned with no delays. The post-procedure chest x-ray was satisfactory, and no immediate complication was observed; the patient was subsequently discharged. The patient went back to the hospital on the same day as the procedure due to shortness of breath. A repeat chest x-ray was performed and detected a pneumothorax. A chest tube was placed, and the patient was admitted for 2 days. The pneumothorax resolved, the chest tube was removed, then the patient was discharged home. The physician reported that the pneumothorax was due to the target nodule's proximity to the pleura and associated with the underlying comorbid conditions of chronic obstructive pulmonary disease (copd), smoking, and chronic hypoxemic respiratory failure. There was no device malfunction associated with the event.